Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon ruptures can be affected by numerous factors including, but is not limited to, balloon damage during manufacturing, material discrepancies, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification or tortuosity, or insufficient preparation prior to use. Reportedly, the target lesion was mildly tortuous and heavily calcified. In this case, it is possible that the balloon may have become scratched/damaged during interaction with the lesion calcification such that the balloon ruptured, as no damage was noted during preparation for use. Although there is no indication of a product quality deficiency, without return of the device, a definitive cause could not be determined.

Event description:
It was reported that during a procedure the voyager nc balloon ruptured during the first pre-dilatation inflation at 5 atmosphere (atm). A pinhole was observed in the balloon. A second voyager nc was used to complete the procedure. There was no reported patient effect. No additional information was provided.